Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tube was found with a yellow cap instead of a blue one. The following information was provided by the initial reporter, translated from (B)(6) to english: "we have encountered an incident with 9nc trisodium citrate tubes ref (B)(4). One of the tubes has the yellow cap instead of blue labelled ref363048 with the citrate buffer inside. Only one tube on the rack of 100."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for an incorrectly colored shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see section h.10.

Event description:
It was reported that before use, the bd vacutainer® 9nc buffered trisodium citrate plus blood collection tube was found with a yellow cap instead of a blue one. The following information was provided by the initial reporter, translated from french to english: "we have encountered an incident with 9nc trisodium citrate tubes ref 363048. One of the tubes has the yellow cap instead of blue labelled ref 363048 with the citrate buffer inside. Only one tube on the rack of 100."